Manufacturer narrative:
The device was disposed. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. In addition, the lot number was not provided thus a device history record was not reviewed. However, an investigation was initiated for the provided images taken during the case. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the pressures on a aiqca did not match the arm cuff readings. Readings were within ten points of each other when the pressures were low and the two were further apart when the pressures were on the higher side. Hem showed a signal strength of 4 bars and the physiocal was at 70. Rep was at site and noted that the discrepancy was within an acceptable level. Re-education was attempted, but crna refused. Sizing of the patient's arm cuff was asked, but crna shared that the cuff size had no issue. Rep ruled out that the spacelab monitor had no issue. There were no patient injuries.

Manufacturer narrative:
A clinical evaluation was completed on a three photos and three videos taken during the event. Pic 1 shows demographic data and pic 2 shows abnormal waveform. Pic 3 shows two different blood pressures labeled as art, 131/74 (92) and 136/78 (98) which is within acceptable discrepancy limits. Video 1 displayed a monitor taking a, presumably, automatic blood pressure cuff reading and a waveform indicating another art blood pressure reading. At the end of the blood pressure cuff reading, it displayed a wide discrepancy between automatic blood pressure cuff reading and the art waveform reading. Video 2 displayed a similar scenario as video 1 with another, presumably, automatic blood pressure reading being taken in order to compare to the displayed art blood pressure reading. At the end it displayed another 2 values that were widely different from another. At the end of both videos, 2 different blood pressure a values are displayed and can confirm the discrepancy between the two, however, without a full clinical picture and assessment of the patient, it is unable to determine which value is more appropriate to the clinical setting. An adult cuff (aiqca) has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. However, an in depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned. An image was provided for evaluation but the reported event was not able to be confirmed. As such, based on available information, a definite root cause is unable to be determined at this time. A product risk assessment was initiated to address the increase of occurrence. Current risk mitigation(s)/control measure(s) include 100% visual inspection, 100% electrical test and qa sampling inspection."